Event description:
It was reported that the patient was implanted a sirus ti tibia nail on unknown date. It was stated that the doctor was able to remove a cortical screw but unable to remove the nail from the patient. It is mentioned that the doctor admitted that was no problem with the equipment. The incident did not affect the patient.

Manufacturer narrative:
The manufacturer did not receive the device as the nail still implanted in the patient. No x-rays or other source documents were provided. An investigation with the provided information was finalized on april 29, 2014. Below are the results of the investigation. The compatibility check was performed and showed that the product combination was approved by zimmer (surgical technique lit. No. 06.00712.062x). There was no trend identified. The event detail describes that the user could not remove the nail during revision surgery. The device analysis could not be performed as the product is still implanted in the patient. The removal of the implant was not mentioned in the surgical technique lit. No. 06.00712.062x. Based on the given information the complaint could not be confirmed as the alleged failure could not be identified ot reproduced. Should additional information become available on amended medical device report will be submitted. Zimmer (B)(4) considers this case as closed. Zimmer reference number of this file is (B)(4).